Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the right atrial (ra) lead exhibited low impedance and the physician suspected that there was damage to the lead caused by multiple extension / retractions. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.